Event description:
Title : laparoscopic oopheropexy in recurrent ovarian torsion. Which method? The reported case was a nine-year-old girl patient who was evaluated with the complaint of abdominal pain, ovarian torsion was detected and detorsion was performed laparoscopically. In the control ultrasonography, it was observed that the ovary had regressed to its normal size and had normal blood flow. Four months later, the patient was re-operated with the same findings and diagnosis, this time after the torsion was corrected, the ovary was fixed to the broad ligament with two vicryl sutures corrected. The complication included ovarian torsion recurrence. In conclusion, in cases of recurrent ovarian torsion, opening the peritoneal pouch and fixing the ovary provides definitive results. The use of non-absorbable sutures for fixation to the ligaments without opening the peritoneum may prevent recurrence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As no contact information has been provided, no follow up can or will be performed at this time. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. Citation: j ped endosc surg vol 4:s27¿s43 https://doi.org/10.1007/s42804-022-00159-4.